Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that when asked to clarify ¿wires came out and are hanging by his side¿ the hcp said the bandage came off and patient applied gorilla tape to area of back resulting in a lead being cut. The cause was determined to be the patient. The steps taken were the leads were removed in office and the issue was confirmed resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID 309201 lot# unknown serial# implanted: explanted: product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 306001; lot#: unknown; product type: screening device. Product ID: 309201; lot#: unknown; product type: screening device. Other relevant device(s) are: product ID: 306001; serial/lot #: unknown; product ID: 309201; serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the rubber patches that are holding the leads in are coming off. He went to his doctor and the doctor put the rubber patches back. The patient stated he hasn't had anymore issues with this. The patient stated that there is an error on the programmer that says cable not attached and pressing retry does not help. Patient stated that his wires came out and are hanging by his side. The issue was not resolved at the time of the report. The patient was advised to contact his clinician about this.